Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers monophasic pulse) has been confirmed. Upon investigation the monitor was unable to deliver a monophasic pulse. The cause for the failure was isolated to defective transformers on the defibrillator pca. The root cause for the defective transformers could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor delivered a monophasic pulse.